Event description:
Tried taking blood pressure multiple times with this cuff, switched cuffs (for the identical cuff) and the blood pressure obtained was in the normal range. Previous cuff was reading very high (90's - 100's). Normal range 60's.